Event description:
Angioplasty of calcified diagonal branch. Balloon placed across lesion and inflated. Balloon ruptured. Balloon deflated after rupturing. Difficulty removing balloon from coronary. When balloon examined after removal, not all of balloon was on shaft. The diagonal brach occluded. The balloon was removed and the wire had to be removed in order to set the balloon back. Sent to co for evaluation.